Manufacturer narrative:
On 04/16/2019 - we have received the device for investigation. The investigation is currently in progress. On 5/17/2019 - the investigation has been completed. Below is the manufacturers narrative: no testing was possible. Returned unit was in a non-working condition. As the photos shows, the unit was used in a folded condition. The burn "circles" are identical to each other so they were created at the same time. This could only happen if the consumer was using the pad folded over. We state clearly in the ib that the heating pad should be draped over the area being treated and not to use in a folded condition. In addition, the consumer was sitting on the heating pad. They provided photo of the reclining chair with burn mark. So it was either left unattended or the consumer was sitting on the pad while it was plugged in and working. We state clearly in the ib that the consumer should not sit or lean on the heating pad. Heating pad is to be draped over the area being treated.

Event description:
On (B)(6) 2019 - the consumer claims the product was on the chair and started smoking and which caused damage. The consumer was uncertain if the product was left on. Injuries did not occur.

Manufacturer narrative:
On 04/16/2019 - we have received the device for investigation. The investigation is currently in progress.

Event description:
On (B)(6) 2019 - the consumer claims the product was on the chair and started smoking and which caused damage. The consumer was uncertain if the product was left on. Injuries did not occur.